Event description:
Pt having an eps ablation for an arrhythmia. Electrode removed, post procedure no breakdown noted, only redness. When pt arrived in picu, 8 cm area with blisters and skin tear where grounding pad was.